Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and loss of capture. The loss of capture resulted in pacing inhibition for greater than 2 seconds of asystole. Labored breathing due to the patient's weight was thought to have contributed to the observations. The rv lead was reprogrammed and the patient is being monitored. The lead remains in service. No adverse patient effects were reported.